Event description:
It was reported that balloon burst occurred. The patient presented with end-stage renal disease and returned for a follow-up emergency venoplasty of the left subclavian vein due to severe pain in the left arm. The left subclavian vein was occluded at the site of the pacer wire entry into the vein. An 8.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. However, the balloon burst at 10 kpa. The procedure was completed with this device. There were no patient complications as a result of this event, and the patient's condition was stable.